Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that his blood glucose level was running high. The customer corrected his blood glucose level with boluses twice but it kept going up. Therefore, they corrected with a needle after. Customer's blood glucose level was 486 mg/dl. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 580 mg/dl. The drive support cap was flushed. He was uncomfortable and weak. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.